Event description:
It was reported that during the implant procedure, on the fourth attempt to position the lead the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor (not obstructed), and in/on the helix mechanism and its sleeve head. The distal conductor was distorted. The inner tubing was kinked/buckled. The outer tubing overlay was breached cut. The tip seal was observed to be out of position.